Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported injecting a patient with juvéderm® volux¿ xc. The patient experienced bilateral ¿granulomas.¿ the patient was treated with hylenex, and only one side went down. The patient was further treated with a medrol dosepak, causing the granuloma to subside. Further kenalog was planned. Event is ongoing.